Manufacturer narrative:
The MFR did not receive the affected devices. No x-rays were provided. The surgical reports were received for eval. As no lot numbers were provided for the affected devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended report will be submitted. (B)(4).

Event description:
It is reported that the pt underwent her first revision surgery on (B)(6) 2013, due to luxation of left hip after implantation in (B)(6) 2013. The ceramic head and ceramic inlay were revised and replaced with a ceramic head/pe-inlay combination. Debridement of the hip joint was performed and the torn rotatory muscle was reconstructed. While the head and the inlay were removed, the fitmore stem and allofit cup stayed implanted in the pt. (The first revision surgery is covered in (B)(4).) Due to recurring luxation, another revision surgery was necessary. The pt underwent her second revision surgery in (B)(6) 2013, to replace the head and the shell. During surgery, it was observed that the shell has not osseo-integrated.